Manufacturer narrative:
Citation: regueiro a et al. Infective endocarditis following transcatheter aortic valve replacement: comparison of balloon- versus self-expandable valves. Circulation: cardiovascular interventions. 2019;12:e007938. Doi: 10.1161/circinterventions.119.007938. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a nonrandomized, retrospective study into the incidence of infective endocarditis (ie) following the implantation of transcatheter aortic valve replacements (tavr). All data were collected from multiple centers between june 2005 and october 2015. The study population included 245 patients (predominantly male, mean age 78 years), 130 of which were implanted with medtronic corevalve or evolut r transcatheter valves (no serial numbers provided). Among all medtronic corevalve and evolut r patients, 41 and 27 deaths occurred in-hospital and during follow-up, respectively. No further details were provided about the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic corevalve and evolut r patients, adverse events included: stroke, systemic embolism, major bleeding, permanent pacemaker implant, acute kidney injury, intracardiac abscess, pseudoaneurysm, fistula, septic shock, endocarditis, surgical valve explantation, transcatheter valve-in-valve replacement, moderate-severe paravalvular leak, and moderate-severe aortic regurgitation. It was also reported that the organisms cultured were enterococcus, (B)(6), coagulase-negative staphylococci, and viridians streptococci. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
B2: outcome attributed to adverse event corrected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.